Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an amplatzer amulet procedure, it is reported this 14f amplatzer torqvue 45 x 45 delivery sheath damaged the iliac vein prior to insertion of the amulet. The patient required vascular surgery for repair and is reported to be doing well.